Manufacturer narrative:
The complainant did not return the device for evaluation by the zoll technical service department. They instead returned a copy of the electrocardiogram report and a copy of their electronic media. An analysis from the complainant's electrocardiogram report and electronic media from the event has been performed. The rhythm in question was an idioventricular rhythm. The malfunction has been attributed to the analysis algorithm. The analysis algorithm has previously been tested against a data base of pt rhythms. The results of the testing indicated 100% specificity and 95.7% sensitivity for the rhythm included in the data base. The reported malfunction is within the specified error for sensitivity of the algorithm. In field trials, the algorithm performed with a specificity of 99.6%, which is equal to or better than the performance of other algorithms used on marketed automatic external defibrillator. This particular rhythm therefore lies in that 1 out of 200 area of inaccuracy. The complainant has been notified of the results of the zoll analysis of the event.

Event description:
Comlainant alleged that the medics used the device in semi-automatic and defibrillated a 78 year old male cancer pt four times. The first shock was administered at 200 joules, the second at 300 joules, the third at 360 joules and the fourth shock at 360 joules. The complainant alleged that upon subsequent review of the pt file, which contains ECG strip info, there appeared to be two times that the device advised shock to an unshockable pt heart rhythm. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.